Manufacturer narrative:
Batch review performed on 06 jun 2019: lot 168555: (B)(4) items manufactured and released on 14-mar-2017. Expiration date: 2022-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 06 jun 2019: gmk-primary 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 171962: (B)(4) items manufactured and released on 19-sep-2017. Expiration date: 2022-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (complaint (B)(4) [mdr2018-01000]) gmk-primary 02.07.2006r femur std cemented size 6 r (k090988) lot. 146902: (B)(4) items manufactured and released on 14-jan-2015. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was revised on (B)(6) 2018 (3 months after the primary surgery) due to signs of infection and the surgeon subsequently performed an I&d and poly-swap (emdr 2018-01035 was filed). Presently, 6 months after last revision surgery, the patient came in due to signs of infection (the pathogen is unknown). The surgeon revised the tibial tray, femoral component and poly on (B)(6) 2019. We were alerted on (B)(6) 2019. The surgery was completed successfully.